Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported post procedure that vasoview hemopro 2 when trying to disconnect the extension cable from the device the cord would not release. Finally, the cord separated and a part of it stayed attached to the hemopro.

Manufacturer narrative:
(B)(4). This is a duplicated complaint and is being canceled. See complaint (B)(4), which will capture the device investigation.

Event description:
The hospital reported post procedure that vasoview hemopro 2 when trying to disconnect the extension cable from the device the cord would not release. Finally, the cord separated and a part of it stayed attached to the hemopro. This is a duplicated complaint and is being canceled. See complaint (B)(4), which will capture the device investigation.